Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage and avulsion. This cylinder also had broken fabric threads at a fold. There was a leak in the other cylinder due to fatigue of the input tube. This cylinder also had broken fabric threads at a fold. There was a leak in the reservoir tube at the strain relief junction due to fatigue. The pump was not functionally tested due to the cylinder and reservoir failures. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to loss of fluid from the left cylinder as the tubing was broken. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to loss of fluid from the left cylinder as the tubing was broken. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.